Event description:
It was reported that during a da vinci-assisted left hemicolectomy surgical procedure, the system had an error c-01 while applying monopolar energy. The customer tried to power cycle the generator two times, with no change. The customer did not have a force triad generator, nor did they have a second vision side cart (vsc). The customer proceeded using bipolar energy only. There was no patient injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced integrated electrosurgical unit (iesu) to resolve the reported issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received a da vinci product to perform failure analysis. The integrated electrosurgical unit (iesu/erbe) was analyzed and failure analysis investigation could not reproduce the customer reported complaint. The erbe was energized and cauterized and all ports recognized instruments.